Event description:
The cramping during my menstrual cycle became unbearable and very heavy bleeding. I started having severe back aches as well. My doctor told me it was because I was no longer on birth control pills and it was something I will have to live with. Over the years the symptoms have become worse and worse, I have gained weight I can't lose no matter what diet I am on and how much I exercise. My hair used to be thick and beautiful and since then I have not been able to get it to grow. I have had depression and great anxiety. Conceptus.